Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the on/off button of the customer's device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the on/off button of the customer's device would not work. The main keypad was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.